Event description:
The fe reported that the system would not make an exposure. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack, filament board, and charger board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.